Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during routine follow-up the patient indicated that he was leaking and was not because of the artificial urinary sphincter (aus). The physician believed that the aus eroded through the urethra and removal of the device was the best choice. All components but the balloon were removed. The patient fully recovered.